Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Investigation ¿ evaluation: it was reported that, the fuhrman pleural/pneumopericardial drainage set contained foreign matter inside the packaging. A hair-like substance was noted inside the package during device preparation. The procedure was completed by using another same like-device. There was no patient contact. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. Reviews of documentation including the complaint history, device history record (DHR), quality control procedures and instructions for use (IFU), as well as visual inspection of the returned device, were conducted during the investigation. One sealed device was received. A hair-like fiber was noted inside the sealed package. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient controls are in place to detect this failure mode prior to release. A review of the device history record (DHR) for the device found no relevant nonconformances that could have contributed to the reported failure mode. It should be noted that there were no other complaints associated with the final product lot number. Cook also reviewed product labeling: this product is supplied with an instructions for use (IFU) pamphlet, c_t_ppd_rev6. How supplied: upon removal from package, inspect to ensure no damage has occurred. Evidence gathered upon review of the returned product indicates the product was manufactured out of specification. However, review of the dmr and DHR suggests that there are no additional nonconforming products in house or in the field. Based on the information provided, examination of the returned product, and the results of our investigation, cook concluded this event to be a quality control deficiency. Per the risk assessment no further action is required. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
E3: occupation: purchasing. G4: PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that, the fuhrman pleural/pneumopericardial drainage set contained foreign matter inside the packaging. A hair-like substance was noted inside the package during device preparation. The procedure was completed by using another same like-device. There was no patient contact. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.